Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot error in manufacture or material is not suspected to have contributed to the reported allegations after this length of time implanted. A complaint database search and/or device manufacturing (mre) review will not be performed even when lot information is known.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Operative notes were reviewed and indicated that on (B)(6) 2021, the patient had a right revision total hip to address dislocation, instability, eccentric polyethylene wear. During the revision the surgeon observed effusion, foreign body synovitis. There was some corrosion on the trunnion. The femoral head and liner were revised. Depuy components were used during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: (B)(6). Clinical notification received for revision of right total hip to address hip dislocation and polyethylene liner wear. Date of implantation: (B)(6) 2002, date of revision: (B)(6) 2021, (right hip). Treatment: revision of acetabular liner and femoral head.